Event description:
It was reported midway through a mastectomy case, the handpiece quit working; there was no coag. The handpiece was replaced and the case continued.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. After decontamination and cleaning of the returned device, visual inspection of the device revealed no defects to the handle and tip. The button did not have intermittent failure. The device responded when the cut/coag buttons were pressed. The returned plasmablade 4.0 was found fully functional without any issues.